Manufacturer narrative:
Model number: 72400098. Lot number: 1000181498. Model description: control pump fgs. Model number: 72400024. Lot number: 1000160947. Model description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient went into urinary retention following his artificial urinary sphincter (aus) surgery. A cystostomy was placed. A closed cystostomy remains in place. If urination remains difficult the cuff will be increased to either a 4.5cm cuff or a 5.0cm cuff.